Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that upon the attempted use of the 7.0 mm x 100 mm x 135 cm armada 35 balloon dilatation catheter (bdc) to dilate a lesion in an unspecified artery, the bdc got stuck on a non abbott guide wire. The armada was replaced with another device to complete the procedure. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspection was performed on the returned device. The reported resistance with the guide wire and kink was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
The following additional information was received: the artery had mild calcification. Resistance was felt when removing the balloon catheter from the guide wire and the shaft of the catheter kinked. No additional information was provided.